Event description:
It was reported to boston scientific corp that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009. According to the complainant, after completion of the procedure what appeared to be a radiopaque markerband was seen, on x-ray, upstream in the duct. The physician is not certain it was a markerband and made no attempt to retrieve the object as the physician did not think it would be a problem. There were no anomalies noted to the device packaging when received. The procedure was completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).